Manufacturer narrative:
01-nov-2024, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head broke with metal bits left in my mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush head broke with metal bits left in his mouth. No injury was reported. 22-sep-2024 follow-up via digital safety assessment survey: the consumer was 64 years old. No medical professional was contacted. No injury was reported. 22-sep-2024 follow-up via e-mail: the suspect product lot was 99372244. No injury was reported. 24-sep-2024 via image: the suspect product was oral-b power oral care refills flexisoft eb17s brush set 4ct. No injury was reported. 01-nov-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head broke with metal bits left in my mouth - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush head broke with metal bits left in his mouth. No injury was reported. (B)(6) 2024 follow-up via digital safety assessment survey: the consumer was 64 years old. No medical professional was contacted. No injury was reported. (B)(6) 2024 follow-up via e-mail: the suspect product lot was 99372244. No injury was reported. (B)(6) 2024 via image: the suspect product was oral-b power oral care refills flexisoft eb17s brush set 4ct. No injury was reported.